Event description:
The customer reported a corneal burn. The pt had a very dense cataract and the event occurred during the sculpt mode after additional injection of viscoelastic. Additional info received from the surgeon stated the pt outcome has resolved with normal post operative visual acuity.

Manufacturer narrative:
The customer did not request service for the system. There was no sample returned for eval and steps could not be taken to replicate or confirm the reported event, therefore, the root cause is unk at this time. A review of complaints for the last 24 months did not indicate any additional complaints associated with this system. A review of the service history for system for the last 24 months did not indicate any additional, related unplanned service requests for this system. Corneal burn is an issue that is occasionally reported with cataract surgery. According to the ecri health devices, hazard update: scleral and corneal burns during phacoemulsification, nov. 1996, vol. 25, no. 11: 426-431, most corneal burns can be traced to issues related to surgical technique and not to malfunctioning equipment. A letter and copy of this industry article was provided to the customer. This report was mailed to FDA on: 10/02/2009.